Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage on keypad traces. No sticky buttons or button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 120 mg/dl. The customer stated the keypad buttons had been sticking for two weeks. When she tried to deliver a bolus, the insulin pump did not respond. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.